Event description:
The report alleges a death associated with a "system alarm" activation of the vaportherm device. An end-stage pulmonary fibrosis patient receiving medical oxygen with a sustained oxygen blood saturation fof 88% desaturation following a system alarm. The patient was receiving supplemental oxygen via nasal cannula (vapotherm for warmth and humidification) in tandem with a non-rebreather mask. The vapotherm alarmed the nurse could not trouble shoot the vapotherm. The patient desaturated, was resuscitated and required intubation and mechanical ventilation. The patient required medication for blood pressure maintenance, experience renal shut down and subsequently expired. Device tested at hospital. Functioning properly.